Manufacturer narrative:
The iabp customer required and received a clinical explanation of iabp pressure scale on (B)(6) 2013. The root cause for this error was attributed to the implementation error in selecting the wrong field for scaling. Furthermore, the software was upgrade from b.02 to b.07 on (B)(4) 2013 for this unit and other three units at the same facility. The associated serial numbers on the iabps for this upgrade: ca214942h2, ca214948h2, ca214936h2, and ca214927h2. Also, refer MDR 2249723-2014-00427 for pressure reading differences verses bedside monitors and the associated (B)(4).

Event description:
The customer reported that the pressure scale on the display was not adjusting in a timely fashion. This caused the waveform to clip and not scale. No patient injury was reported.